Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Because the device was not returned for evaluation, the root cause could not be determined conclusively. According to the surgical technique, potential root causes include: incorrect depth, trajectory, alignment, positioning, lock-unlock setting, assembly of instruments-implants. Too much or too little mechanical energy (axial, insertion, removal, compressive, torque, cantilever). Hard bone quality.

Event description:
A company representative reported an unspecified failure of an ozark screw and/or plate. The patient has not been revised. This report captures an ozark plate.

Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported an unspecified failure of an ozark screw and/or plate. The patient has not been revised. This report captures an ozark plate.